Event description:
The customer reported that during an open colorectal procedure, the jaws of the device would not re-open while applied to tissue. The surgeon removed the device from the tissue by hand and/or by prying if off the tissue with a scalpel. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow up report will be submitted.